Event description:
The complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure the balloon did not inflate. While attempting to deploy a 2.25 x 24 promus element plus stent, the balloon only released negative and would not inflate. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. Returned product analysis revealed a tear in the balloon.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found a longitudinal tear on the lumen with the proximal end of the tear approximately 8mm distal to the port. The tear measured approximately 6mm in length. The lumen was damaged between the proximal end of the tear and the port. Both the tear and the damage appeared to have been caused by a sharp object. The proximal side of the damage is on the side opposite the inflation lumen. Therefore indicating that this damage was not due to inflation. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use and the damage was not present during preparation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).